Event description:
Per the surgeon, no neural response telemetry was obtainable in the operating room therefore, the surgeon decided to implant contralateral ear. Implanted device remains.

Manufacturer narrative:
(B) (4). Implanted device remains.